Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. The site of detachment was at p-cap. The infusion set was in use for 2 days. The site of insertion was abdomen. The infusion set was in use for 2 days. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: canada.